Manufacturer narrative:
The original equipment manufacturer (OEM) has completed their investigation on the vio integrated electro surgical generator unit (iesu). The OEM technician confirmed the reported failure during initial investigation. Monopolar socket #3 failed on resistance and detection tests indicating a malfunctioning socket, which was replaced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint (monopolar socket 3 not working, failed instrument detection test). Upon visual inspection, the returned unit was found to be in good condition. The erbe was analyzed and was found to have m-36 and c-84 error present in the error logs. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The complaint regarding monopolar not working was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had a problem with monopolar energy. The issue happened during the start of the procedure when the patient was already anesthetized, and the cannula was already inserted. On the erbe generator, the customer saw the question mark flicker on the monopolar channel 1. The customer reported that the problem happened without touching anything. The tse asked the customer to insert the cable on channel 2. The erbe generator showed only a question mark and the monopolar was not working. The tse asked the customer to try another cable, but the problem persisted. The customer also tried a different instrument, but the same problem recurred with both channels. The tse asked the customer to try another cable because system error logs showed error 25913, which pointed to a bad instrument cable or a bad connection. The third monopolar cable also did not work. The tse asked the customer to use the first cable, but the cable did not work, and the question mark was always present on both channels. The tse asked the customer to try again after a power cycle, but the monopolar energy was still not working. The customer proceeded with the surgery with a laparoscopic monopolar instrument since the force triad generator was not present. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed this event occurred during a radical cystectomy with ileal conduit surgical procedure. No images or patient demographics available.

Manufacturer narrative:
Based on the claim against the product by the customer noting a problem with using monopolar energy, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue of monopolar channel 1 not detecting the instrument installed on the system for monopolar usage. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the erbe generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a laparoscopic monopolar instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.